Manufacturer narrative:
Additional information was received that the patient's lead contacts came off before the procedure.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during a revision procedure, the patient's lead was replaced. It was stated that the lead had missing contacts falling off the paddle. The physician was able to retrieve all the contacts. The patient was reportedly doing well postoperatively.

Event description:
A report was received that during a revision procedure, the patient's lead was replaced. It was stated that the lead had missing contacts falling off the paddle. The physician was able to retrieve all the contacts. The patient was reportedly doing well postoperatively.

Event description:
A report was received that during a revision procedure, the patient's lead was replaced. It was stated that the lead had missing contacts falling off the paddle. The physician was able to retrieve all the contacts. The patient was reportedly doing well postoperatively.